Manufacturer narrative:
The insulin pump was received missing segments due to cracked zebra connector at the lcd board also, intermittent button response due to corroded keypad traces and corroded battery tube. No button error alarms noted. The insulin pump had cracked case at the display window corners, minor scratches on the lcd window, broken battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the insulin pump had a keypad anomaly. They reset the device for two days and now the device is ok. But customer is not comfortable with the device. Customer's blood glucose was unknown. The insulin pump is not returning for analysis.